Event description:
The rptr stated that the plastic around the rubber access port hub is broken off. This kit had been in use for approx one day. There was no injury or treatment associated with this event.

Manufacturer narrative:
There were various lot #s available on the floor at the time of the incident. The lot numbers were 33g230005, 33g80019 and 34c8d034. The products were MFR 07/2003 and 03/2004. The returned samples had the sampling site body cracked. The cracking is related to the inner diameter of the site body being smaller. The sampling site body has been revised over the last year to allow for ease of insertion of the sampling site. All products remaining in stock have been reviewed and any prod prior to the body change is being 100% reworked. The forming process has been reviewed with no issues. This is being monitored. The device history records were reviewed with no issues present. Medex was able to confirm this issue and determine the cause. No add'l action necessary. Medex considers this issue closed with this MDR report.